Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose. Blood glucose level was 46 mg/dl and 48 mg/dl which was treated by carbohydrate. Auto mode feature use was unknown during the event. The insulin pump will not be returned for analysis.